Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 407 mg/dl. Customer stated the blood glucose was high but no option to do bolus wizard. Customer stated when they press bolus it was just 0 blinking. Delivery setting of bolus wizard was off customer turned on it and blood glucose was 407 mg/dl. Auto mode information was unknown. The insulin pump will not be returned for analysis.